Manufacturer narrative:
Additional information provided: d.10 & d.11 the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump module alarmed for channel error. It was sent for repair. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump module alarmed for channel error. It was sent for repair. There was no patient involvement.